Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 124 unspecified bd¿ 3ml luer lock syringes were found with broken/cracked plunger rods during the packaging and visual inspection process. The following information was provided by the initial reporter, translated from portuguese: "during packaging of linnea safe 30% 3 ml lot 2301p customer product, it was identified 16 syringes with cracked/broken plunger. Besides that, the same issue was identified in other batches producted during visual inspection and/or packaging. Till this moment, 124 defective syringes were found."

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, broken plunger is observed, therefore the incident is confirmed. A device history review was performed for reported lot 1179030, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root cause is associated with entanglement during manufacturing process. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. H3 other text : see h10.

Event description:
It was reported that 124 bd plastipak¿ luer-lok¿ syringes were found with broken/cracked plunger rods during the packaging and visual inspection process. The following information was provided by the initial reporter, translated from portuguese: "during packaging of linnea safe 30% 3 ml lot 2301p customer product, it was identified 16 syringes with cracked/broken plunger. Besides that, the same issue was identified in other batches producted during visual inspection and/or packaging. Till this moment, 124 defective syringes were found."

Event description:
It was reported that 124 bd plastipak¿ luer-lok¿ syringes were found with broken/cracked plunger rods during the packaging and visual inspection process. The following information was provided by the initial reporter, translated from portuguese: "during packaging of linnea safe 30% 3 ml lot 2301p customer product, it was identified 16 syringes with cracked/broken plunger. Besides that, the same issue was identified in other batches producted during visual inspection and/or packaging. Till this moment, 124 defective syringes were found.".

Manufacturer narrative:
B.5. Describe event or problem: it was reported that 124 bd plastipak¿ luer-lok¿ syringes were found with broken/cracked plunger rods during the packaging and visual inspection process. D.1. Medical device brand name: bd plastipak¿ luer-lok¿ syringe. D.3. Medical device catalog #: 990174. D.4. Medical device lot #: 1179030. D.4. Medical device expiration date: 30-jun-2026. D.5. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.6. Unique identifier (UDI) #: (B)(4). G.3. Manufacturing location: becton dickinson ind. Cirurgicas ltda . G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 30-jun-2021.